Event description:
During the device inspection, it was observed that the colonovideoscope's jet tube had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. It is unknown whether there was deviation from instruction for use (IFU) in the reprocessing steps for the location where the material remained. However, a definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use (IFU): "IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope" olympus will continue to monitor field performance for this device.